Event description:
It was reported that the patient experienced urinary incontinence with his artificial urinary sphincter (aus). The aus had fluid loss due to a hole in the cuff. A new 4.0 cm cuff was implanted. A good outcome is expected for the patient.